Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, on (B)(6) 2017, interrogation of the subject ICD could not be completed using the inductive telemetry head (the interrogation status appeared blocked in "interrogation"), and threshold test could not be performed. The patient is also implanted with a left ventricular assist device (lvad). On (B)(6) 2017, the interrogation was successfully performed. Preliminary analysis confirmed the reported event. It was most likely due to the proximity of the ICD and the programming head with the lvad, which is a well known source of electromagnetic interferences (emi).

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2017, interrogation of the subject ICD could not be completed using the inductive telemetry head (the interrogation status appeared blocked in "interrogation"), and threshold test could not be performed. The patient is also implanted with an left ventricular assist device (lvad). On (B)(6) 2017, the interrogation was successfully performed. Preliminary analysis confirmed the reported event. It was most likely due to the proximity of the ICD and the programming head with the lvad, which is a well known source of electromagnetic interferences (emi).